Manufacturer narrative:
A ge service representative performed an onsite investigation. The software and nodes were reloaded. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system would not boot up. No patient injury was reported.